Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The other damages i.e overload fractures on the active electrode and damages to the reference electrode found during investigation are contributable to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient is not hearing as well as usual over the last few weeks with his left implant. It is not known whether there was any accident or trauma. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not hearing as well as usual over the last few weeks with his left implant. It is not known whether there was any accident or trauma. A device assessment will be arranged soon.